Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has adhesive issue event on 12-feb-2026. The infusions set adhesive was accidentally pulled out during use due to tubing catching on something or pump falling. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.